Event description:
It was reported that the intra-aortic balloon (iab) was placed this evening ((B)(6)2010. Pt stable, no vasopressors, probably surgery tomorrow. Rn stated printer is only printing first few seconds of strips, then stops before printing the waveforms. He also stated that he has changed paper, rotated the roll and printer stops each time before any waveforms are recorded. The clinical support specialist (css) had rn press and hold recorder button and same thing happens. Css had the rn power off the intra-aortic balloon pump (iabp) and power back up in attempt to reset printer; no change in printer function. Informed rn that iabp will need to be sent to biomed for further service. Rn will call back when he gets another iabp for assistance in switching the pumps. The rn returned the call and during attempt to change to 2nd iabp (B)(4), fiberoptic sensor (fos) connector not recognized by pump. Fos status codes low light (ll), ratiometric error (re) and pressure limit (pl) were displayed with black light bulb. Css had the rn initiate pumping on second pump using ECG for timing and triggering while we assessed the fos ap. The rn verified that he had an ap waveform on the first pump, but was unsure of the light bulb color. The css had the rn re-attach fos slide connector and cal key to pump #1. Immediately fos ap appeared on pump #1. The rn obtained a third pump and was able to make all connections, calibrate the fos and initiate pumping without further issue. The rn to send both pumps to biomed for service, noting on pumps which one had printer issue and which one had fos connector issue. Per the rn, "pt remains stable" with no change in status during pump switching. The rn has no further questions at this time.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.